Event description:
It was reported that a patient with a 25mm edwards aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to stenosis. The patient presented with dyspnea. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient tolerated the procedure well and left the cath lab in good condition.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H11: corrected data : based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 11 years, 1 month due to stenosis. The patient presented with dyspnea. The procedure was performed with a 26mm 9755rsl transcatheter valve. The patient tolerated the procedure well and left the cath lab in good condition.